Event description:
It was reported that duirng the stent procedure, there was resistance upon advancement of the guide wire. Reportedly, there was no patient injury. This malfunction MDR is being filed based on the evaluation of the returned product, which revealed a tip separation.